Manufacturer narrative:
The manufacturer's service technician was unable to duplicate the reported issue. Review of the diagnostic history report indicated there were no related reference failures. The power management, motor controller, cpu board and power supply were replaced to address the reported issue. The device successfully passed performance specification testing.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international service technician reported an occurrence of a 35 v supply reference failure in the device diagnostic history report. There was no patient harm reported.